Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: occlusions are occuring and the pump is not emitting the occlusion alarms. The patient had to go to hospital because of diabetic ketoacidosis. No other information was provided. Animas has made several attempts to contact the patient. This complaint is being reported because a patient on pump therapy experienced diabetic ketoacidosis when using a pump that failed to emit occlusion alarms.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. No occlusions observed in pump histories. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. Pump passed (B)(4) flow accuracy test and found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.